Event description:
During the procedure, after crossing the lesion, the balloon was inflated but locked on the terumo ruthrough 0.014 guide wire. The physician removed the angiosculpt device and guide wire together and rewired the left anterior descending (lad) lesion. The physician placed a stent to complete the procedure.

Manufacturer narrative:
The patient information is unknown. The hospital declined to provide the patient information. The physician had to rewire the lesion, which resulted in prolongation of the case. No clinical injury was reported by the physician. The angiosculpt device and two guide wires were returned for lab analysis. A portion of the runthrough guide wire was returned intact to the device which uncoiled at the distal portion. The bmw guide wire was loose in the packaging and was not used with the angiosculpt device. Visual examination confirmed a tear in the middle of the balloon with the guide wire protruding through the inner member between markers and through wall of the balloon. The guide wire exit port appeared slightly lacerated. During functional testing, the runthrough guide wire was able to be removed with no issues. The angiosculpt instructions for use (IFU) states, if unusual resistance is felt when the catheter is being manipulated or if it suspected tha the guide wire has become kinked, carefully remove the entire system as a unit.